Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that approximately 10 hours into a tpn infusion a leakage was observed. From the reported information there are no indications of serious injury to the patient or user as a result of this incident. No additional information available.

Manufacturer narrative:
The customer¿s report of leakage from accuslide was confirmed. Visual inspection of the set noted vertical crack across the length of the accuslide component. Pressure testing confirmed leaking from a vertical crack across the accuslide component. The root cause of the customer¿s report was identified to be a combination of parameter settings during the ultrasonic welding process of the component.